Manufacturer narrative:
Patient medications: alprazolam, simvastatin, advair, metoprolol tartrate, and hydrochlorothiazide.

Event description:
On (B)(6) 2019, the patient was implanted with conformable gore® tag® thoracic stent graft with active control systems (tgmr373715/20930111) while utilizing a gore® tri-lobe balloon catheter (bcl2645/18292403). It was reported the patients descending thoracic aorta ruptured when ballooned at the distal device. We extended the ruptured area with another 37x15 device. All subsequent aorta grams showed no leak, however, patient¿s pressure is still being actively managed. The patient tolerated the procedure.